Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic complaining of experiencing diaphragmatic stimulation and the lead was turned off. On (B)(6) 2016 the lead was removed from the coronary sinus, flushed and repositioned successfully. The patient was in stable condition post surgery.